Event description:
It was reported that intermittent occlusion alarms occurred. The customer changed the pump supplies to address the issue. On (B)(6) 2025 the customer experienced a blood glucose over 600mg/dl with large ketones. Ketone levels were identified as life threatening by health care provider. The customer's parent administered a manual insulin injection due to the customer being "delirious but not unresponsive". The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the ICU on (B)(6) 2025. The customer reverted to an alternate method of insulin therapy.